Manufacturer narrative:
Investigation summary: DHR review was not performed as the lot number associated with this investigation was unknown. Received a 20ga catheter-adapter assembly connected to a needleless connector. Visual evaluation: the top portion of the catheter tubing was missing. Approximately 2mm of the catheter tubing was left (from the nose of the adapter to the highest point of the tubing). The edge at the area of separation revealed jagged and rough edges. Conclusion(s): it is uncertain whether the defect observed was caused by manipulation of the device prior to insertion or by the manufacturing process.

Event description:
It was reported that leakage occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "material no.: 382534, batch no.: unknown. It was reported the angio tube was broken off at the hub which caused leaking. Per complaint form: when going to flush pt's IV and it leaked out, when assessing the site and pulled back the tape the angio tube was broken off at the hub of the lock and wasn't evident when tape removed, looked in pt's bed, floor, and surrounding areas in room, pt last rec'd IV antibiotics charted at 2330hrs and nothing since until writer attempted to flush s/l, dr. Notified and orders rec'd to do an xray urgent, pt transferred to xray and results showed no foreign body noted left lower arm, dr. Noted & mde aware and will consult with radiology, pt is asymptomatic throughout the day, denies any pain or discomfort, pt concerned, the #20 broken angio given and 3 package numbers removed from the tray that are the ones possibly used, pt quite concerned about the situation, pt is very anxious and nervous. Unfortunately the packaging was already disposed of before the issued was noticed but the staff did manage to retain the defective product."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "material no.: 382534 batch no.: unknown. It was reported the angio tube was broken off at the hub which caused leaking. Per complaint form: when going to flush pt's IV and it leaked out, when assessing the site and pulled back the tape the angio tube was broken off at the hub of the lock and wasn't evident when tape removed, looked in pt's bed, floor, and surrounding areas in room, pt last rec'd IV antibiotics charted at 2330 hrs and nothing since until writer attempted to flush s/l, dr. Notified and orders rec'd to do an xray urgent, pt transferred to xray and results showed no foreign body noted left lower arm, dr. Noted & mde aware and will consult with radiology, pt is asymptomatic through out the day, denies any pain or discomfort, pt concerned, the #20 broken angio given and 3 package numbers removed from the tray that are the ones possibly used, pt quite concerned about the situation, pt is very anxious and nervous. Unfortunately the packaging was already disposed of before the issued was noticed but the staff did manage to retain the defective product".